Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. It was noted that the patient has twiddler's syndrome. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with set screw marks noted on the terminal pin, however no discernable set screw marks were noted on the ring. Visual inspection revealed that the lead body was twisted and kinked. The lead did not pass the guidewire insertion test due to dried blood and body fluid in the lead lumen. The analysis technician stated that the lead damage could be attributed to twiddler's syndrome.